Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow, down arrow, and ok keypad buttons have been intermittently unresponsive for the past few months. He noted that the buttons no longer click and spring back when pressed. The patient denied physical damage to the keypad; denied exposing the pump to moisture; and stated that he wears the pump in his pocket.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Testing confirmed that the keypad buttons are intermittently responsive. It was noted that the buttons do not click or spring back as expected. It was observed that the keypad buttons stick, causing the display to scroll through the screens. During investigation, the down arrow key contact was observed to be misaligned, and the ok key contact was inverted. There was evidence of keypad contamination found under all key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Unrelated to the keypad complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.